Event description:
Description of event according to study wce-1713: zenith alpha thoracic post market retrospective study: false lumen flow through the primary tear was reported on procedure imaging and again 32 days post-procedure. On (B)(6) 2024, the 52-year-old male patient was urgently treated for a hyperacute thoracic aortic dissection type b with placement of a zta-p-36-209, starting in zone 3, a zdes-46-185 in the visceral aorta (zone 5 to zone 9), and a non-cook left renal artery stent. Pre-operative imaging revealed the dissection was located from zone 3 to zone 10, it was unknown if there were any secondary tears, and the diseased thoracic aortic diameter was 36 mm. Procedure angiography revealed patent study device, no device issues, and patent thoracic and abdominal false lumen with flow through the primary tear, unknown entry flow type. On (B)(6) 2024, 1-month follow-up imaging revealed patent study device, no thrombus, no device issues, no new entry tear, thoracic aortic diameter of 37 mm, and again showed patent thoracic and abdominal false lumen with flow through the primary tear, unknown entry flow type. On (B)(6) 2024, the patient had a 6-month follow-up visit which did not include imaging. Patient outcome: no adverse events have been entered. False lumen flow through the primary tear is noted on the most recent imaging data entered. Additional follow-up data is expected. The patient remains in the study.

Manufacturer narrative:
(B)(4). Blank fields on this form indicate the information is unknown or unavailable. G4) similar to device marketed under 510(k)/PMA: p140016. Investigation is still in progress. This report is required by the FDA under 21 cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned; that a death or serious injury occurred; or that any cook device caused or contributed to; or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Manufacturer narrative:
Manufacturer¿s ref# (B)(4). Summary of investigational findings: during a zenith alpha thoracic post market retrospective study cook became aware of this event. On (B)(6) 2024, the 52-year-old male patient was urgently treated for a hyperacute thoracic aortic dissection type b with placement of a zta-p-36-209 (complaint device), starting in zone 3, a zdes-46-185 in the visceral aorta (zone 5 to zone 9), and a non-cook left renal artery stent. Pre-procedure imaging showed that the primary tear was in zone 3 with proximal location of dissection from zone 3 (first 2cm distal to lsa (left subclavian artery)) to zone 10. It was unknown if there were any secondary tears, and the diseased thoracic aortic diameter was 36 mm (measured from outer wall to outer wall). Procedure angiography revealed patent study device, no device issues, and patent thoracic and abdominal false lumen with flow through the primary tear, unknown entry flow type. On (B)(6) 2024, 1-month follow-up imaging revealed patent study device, no thrombus, no device issues, no new entry tear, thoracic aortic diameter of 37 mm (measured from outer wall to outer wall), and again showed patent thoracic and abdominal false lumen with flow through the primary tear, unknown entry flow type. On (B)(6) 2024, the patient had a 6-month follow-up visit which did not include imaging. No treatment was reported. Review of the device history record found that all discovered non-conformances were properly dispositioned before release and no indication that the device was produced outside of specification. Since the unknown flow type is reported from the primary tear in zone 3, at the proximal sealzone, it is assumed that the flow type is a type ia - proximal. No imaging was provided for the investigation, and based on the provided information it has not been possible to determine the exact cause of the type 1a proximal false lumen flow through the primary tear. Per the instructions for use sent with this type of device, the safety and effectiveness of the zenith alpha thoracic endovascular graft and ancillary components have not been evaluated in patient populations with dissections. It cannot be ruled out that the dissecting anatomy could have caused or contributed to the false lumen flow through primary tear. Cook medical will continue to monitor for similar events. This report is required by the FDA under 21 cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned; that a death or serious injury occurred; or that any cook device caused or contributed to; or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
No additional information regarding the patient and/or event has been received since the previous medwatch report was sent.